Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that during patient use, the ventilator display did not boot up when it was powered on. A black screen occurred with a sound and then the display turned white. The unit was silenced thereafter and the patient was manually ventilated before being transferred to another ventilator. The patient's saturated oxygen level (spo2) dropped as a result of this event. There were no further negative patient consequences reported.